Event description:
Per the audiologist, the patient sustained a head trauma resulting in a device malfunction. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
Correction: the correct date of awareness is (B)(6) 2018; not (B)(6) 2018 as previously reported. This report is filed on october 18, 2018.

Manufacturer narrative:
Correction:the cochlear implant was evaluated on (B)(4) 2018, using the integrity test system. The results are consistent with a device malfunction. This report is filed on january 07, 2019.

Manufacturer narrative:
Additional information: it is now reported that the patient experienced extrusion of the receiver/stimulator resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery. Correction: there has been a change in the serial number of the reported device. The correct serial number is: (B)(4) (left side not the right side). This report is filed on december 7, 2018.